Event description:
It was reported that the biomed had an arctic sun device that failed the calibration for an error 51 (water temperature 2 is out of range at 28c). It would be coming in for assessment. As per follow up information received via phone on 05jan2023, they stated that the device had been repaired. The circuit board was replaced, and the calibration was run with a new calibration test unit, and everything was working fine.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed isolation circuit card. It was known that the device did not meet specifications and that the device was influenced by the reported failure. The device was not in use on a patient. The DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the biomed had an arctic sun device that failed the calibration for an error 51 (water temperature 2 is out of range at 28c). It would be coming in for assessment. Per follow up information received via phone on 05jan2023, they stated that the device had been repaired. The circuit board was replaced and the calibration ran with a new calibration test unit and everything was working fine.